Event description:
Rt respiratory therapist attempted to change the amplitude setting & discovered the knob had broken off. Patient changed to another hfov high frequency oscillator ventilator. Knob found on floor, vent tagged & taken out of service.======================health professional's impression======================no adverse event.test section:knob recalibrated and reinstalled. Operational check completed. Unit performed within recommended specs. Returned unit to service.